Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm replaced the front end board, to solve the problem. Performed all functional and safety checks to meet factory specifications. The iabp returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the ao pressure was not working in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10, h11.corrected fields: e3, h3.

Event description:
It was reported that before use, the ao pressure was not working in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.